Event description:
On (B)(6) 2020 the patient underwent endovascular treatment of abdominal aortic aneurysms using gore® excluder® aaa endoprostheses. Reportedly a proximal and distal abdominal aortic aneurysm were present with a narrow space between the two aneurysms. It was reported that a trunk-ipsilateral leg component was advanced on the patient's right side and deployed with the contralateral leg gate located in the narrow portion of the aorta between the two aneurysms. Reportedly, due to the patient's anatomy, the contralateral leg gate was crushed upon deployment of the proximal trunk. The inability of the contralateral leg gate to open was reportedly solely due to patient anatomy. An additional trunk-ipsilateral leg component was advanced and deployed within the initial trunk-ipsilateral leg component. An aorto-uni-iliac procedure and right to left femoral to femoral bypass were performed. The patient tolerated the procedure.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), potential device or procedure related adverse events that may occur and/or require intervention or additional intraoperative procedure time include, but are not limited to, incomplete component deployment, and surgical cut down, bypass or conversion. Furthermore, the IFU states that additional considerations for patient selection, and anatomical requirements for use of the gore® excluder® aaa endoprosthesis include, but are not limited to, an infrarenal non-aneurysmal aortic neck length of at least 15 mm and a diameter of no greater than 32 mm.